Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info/corrected data: additional information was received and it was learnt that the lens was explanted from the left eye of the patient on (B)(6) 2017, and replaced with a non-amo lens with +17.5 diopters. A separate MDR will be submitted to record the lens explanted from the right eye of the patient. Corrected date of event and if explanted; give date from (B)(6) 2017 to (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure because the patient complained of severe glare and issues at night. Reportedly, another lens was implanted (unknown model and diopter). There were no further complications for the patient. No further information was provided.